Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak during therapy in a minicap transfer set which led to a break in the sterile pathway during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. One hundred thirty one days prior to the receipt of this report there was a break in the sterile pathway; which was further described as a disconnection of the transfer set (no further details provided). The patient was hospitalized for the event. The patient was treated with cephalothin (dose, route, frequency, and duration not reported), cefazolin (dose, route, frequency, and duration not reported), vancomycin (dose, route, frequency, and duration not reported), amikacin(dose, route, frequency, and duration not reported), gentamicin (dose, route, frequency, and duration not reported), cipro (dose, route, frequency, and duration not reported), and cephalexin (dose, route, frequency, and duration not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.